Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 18-nov-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed the handpiece was received with the plunger rod advanced to the lens partially stuck in the cartridge tip. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. The lens was removed from the cartridge and cleaned; the lens was torn at a haptic optic junction. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was found to have a defective distal loop. A backup lens was used to complete the procedure. No additional information was received